Event description:
It was reported that the colored coil cap was separated from the housing of a large volume infusor. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured july 3, 2013 - july 10, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received for evaluation. Visual inspection identified that the burgundy coiled cap was found separated from its housing. The reported condition was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.